Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shock due to far-p wave oversensing. Device was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
The reported inappropriate hv therapy was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The root cause of the reported inappropriate hv therapy could not be determined.